Event description:
Sorin group received a report that the flow rate from the cp5 system decreased unexpectedly while weaning off bypass and eventually the flow stopped. Hand-cranking was used to transfuse the remaining blood back to the patient. There was no patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete. See scanned page.